Event description:
The customer reported to olympus, the evis lucera elite video system center had no display on the front panel and no image output. The issue was found during a diagnostic procedure. The procedure was completed using the same set of equipment; with no delay. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that no image is displayed due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.